Event description:
The customer stated that she was taken by paramedics to the hospital for a blood glucose reading of 25 mg/dl. Troubleshooting was performed. The displacement test passed. The customer stated that one basal rate was higher than it was supposed to be. The customer also stated that there were boluses recorded in the insulin pump's history files that she did not remember programming. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.